Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed a sustained increase in power consumption beginning on 25-mar-2023 leading to parameters above the normal operating range and seven high watt alarms were logged on 30-mar-2023, followed by a decrease to baseline parameters. Log files then revealed several sustained increases in power consumption since 08-apr-2023 leading to parameters above the normal operating range. In addition, log files revealed two low flow alarms were logged since 14-mar-2023. As a result, the reported low flow and high power event was confirmed. Information provided the site indicated that, in addition to the high power and low power events, thrombus was suspected as the patient was not compliant with their anticoagulation and had not been monitoring their inrs. The patient lactate dehydrogenase (ldh) was 1093 and their international normalized ratio (inr) of 1.2. And they were started on intravenous (IV) medication and antiplatelet therapy. The vad lavare cycle was also turned off. After a few days, the patient's ldh was 600-800 and they remained on IV medications. It was also reported that the vad had exhibited a low flow alarm approximately two weeks prior to the high watt alarms. 2023-05-09: it was further reported that the ventricular assist device (vad) had some fluctuating in parameters recently. The patient was given tissue plasminogen activator (tpa) and was placed on bival gtt (drip). Of note, the patient had been switched from heparin after approval of neurology. The patient subsequently suffered a right sided hemorrhagic stroke four (4) hours after tpa procedure. The patient was placed on warfarin, which was started recently, and their ldh had been fluctuating over the previous week from 315-438, last value was stated to be 370. The patient¿s activated partial thromboplastin clotting time (aptt) was stable of 50-60 intermediate nomogram for bival drip, and the last international normalized ratio (inr) value was 1.8 and mean arterial pressure (map) of 65-88 over the last few days. As a result of the right sided hemorrhagic stroke status-post tpa, the patient suffered left sided vision loss and left hemiparesis. It was further reported that the patient's vad parameters that were increasing with physical therapy (pt). I was stated that powers were as high as 5.5w and flows to 6-7l during activity with pt. Ldh had slightly increased but value was not provided. The patient's hemodynamics have been normal, no issues with blood pressure or volume status, and ldh was decreasing slightly. Patient continued to have left arm and leg weakness from cerebrovascular accident (cva) but both have been improving. The patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. It was also reported that a low flow alarm had occurred pr ior to the thrombus event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ventricular assist device (vad) had exhibited a low flow alarm approximately two weeks prior to the high watt alarms.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's vad parameters that were increasing with physical therapy (pt). I was stated that powers were as high as 5.5w and flows to 6-7l during activity with pt. Ldh had slightly increased but value was not provided. The patient's hemodynamics have been normal, no issues with blood pressure or volume status, and ldh was decreasing slightly. Patient continued to have left arm and leg weakness from cerebrovascular accident (cva) but both have been improving. Patient has being discharged to rehab.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power alarms and the patient was admitted. Log file review showed an abrupt increase in vad power and flows and thrombus was suspected as the patient was not compliant with their anticoagulation and had not been monitoring their inrs. The patient lactate dehydrogenase (ldh) was 1093 and their international normalized ratio (inr) of 1.2. And they were started on intravenous (IV) medication and antiplatelet therapy. The vad lavare cycle was also turned off. After a few days, the patient's ldh was 600-800 and they remained on IV medications. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) had some fluctuating in parameters recently. The patient was given tissue plasminogen activator (tpa) and was placed on bival gtt (drip). Of note, the patient had been switched from heparin after approval of neurology. The patient subsequently suffered a right sided hemorrhagic stroke four (4) hours after tpa procedure. The patient was placed on warfarin, which was started recently, and their lactate dehydrogenase (ldh) had been fluctuating over the previous week from 315-438, last value was stated to be 370. The patient¿s activated partial thromboplastin clotting time (aptt) was stable of 50-60 intermediate nomogram for bival drip, and the last international normalized ratio (inr) value was 1.8 and mean arterial pressure (map) of 65-88 over the last few days. As a result of the right sided hemorrhagic stroke status-post tpa, the patient suffered left sided vision loss and left hemiparesis.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem - h6 imf (annex f) health impact - h6 patient codes (ime/annex e) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.